Event description:
Reportedly, for a patient included in shape study, code prtlei1lxfp01-008, the investigators reported that patient died outside of this hospital due to undetermined causes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The analysis of the provided patient files confirmed normal device functioning as of (B)(6) 2023. The manufacturing and sterilization processes as well as device history reports show that the device has been manufactured and delivered to the field following all the procedures. As the suspected device was not returned (the device remains implanted) and no patient files were available for the time period surrounding the patient¿s death, no further investigation could be performed. This case is retained and utilized for trend purposes.

Event description:
Reportedly, for a patient included in shape study, code prtlei1lxfp01-008, the investigators reported that patient died outside of this hospital due to undetermined causes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.